Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 the patient presented with a nine month history of lumbar back and left hip pain, occasional right hip and leg pain. Pain radiates to posterior thigh and occasionally to calf. Symptoms aggravated by sitting and lying down, improved with walking. No history of trauma, bowel or bladder problems. No constitutional symptoms or gait disturbance. An MRI from (B)(6) 2007 showed severe degenerative disk disease at l5-s1 with bilateral pars defects, grade I spondylolisthesis, and mild degenerative changes at l3-4 and l4-5. Per the medical records, he had one epidural injection which made matters worse and he requested surgery. Nature and risks of surgery were fully explained and accepted by patient. On (B)(6) 2007, the patient underwent surgery, l5-s1 posterior lumbar interbody fusion; l5-s1 posterior lateral fusion, instrumentation, local bone graft, infuse, mastergraft matrix. L5-s1 lateral elements, transverse process, pars, sacral ala were decorticated and bone grafted filled with composite of infuse, mastergraft matrix bilaterally. Intraoperatively, all disk material was excavated from l5-s1. Marked degenerative changes were present. Curettage of the end-plates was performed, followed by decortication and preparation of parallel channels. The decision was made not to proceed with cage insertion due to the tight, firm nature of the disk space. The disk space was then bone-grafted with copious morsellized laminar facet bone and infuse, after which the pedicles were bilaterally prepared for screw insertion at l5 and s1. The lateral elements of l5 and s1 were exposed, including transverse process, pars and sacral ala. These areas were decorticated and bone-grafted with a composite of infuse and mastergraft matrix, bilaterally. On (B)(6) 2007, at follow-up, patient reported some left hip and posterior thigh pain. Mediation was with opioid analgesics (percocet) and muscle relaxants (flexeril). No constitutional symptoms, or bowel or bladder dysfunction reported. The patient was considered to have healed nicely and staples were removed and replaced with steri-strips. Motor and sensory examination was intact, straight-leg raising negative. X-rays showed implants in stable position, overall alignment well maintained. Overall, mildly increased pain and medication needs; treated with percocet. On (B)(6) 2008, the patient was seen in the clinic. He was seen in ER couple of days before due to increased pain in leg and toes: consumed over 200 percocet 10 in 2 weeks. Work-up was negative for notable features of any complications. An x-ray showed excellent maintenance of position of his implants and overall alignment was well maintained. The patient was treated with a prednisone taper and his symptoms were improved over the past 48 hours. Only using percocet at bedtime. No bowel or bladder dysfunction. Diagnosis was postoperative inflammation. On (B)(6) 2008, the patient was seen in the clinic. He had developed superficial venous thrombosis confirmed by doppler test. The patient was treated with coumadin and his analgesic consumption was reduced. No bowel or bladder dysfunction. Pain left hip walking more than 300 feet. Toes on left are now only intermittently numb (improving). Dx superficial venous thrombosis, slow improvement following surgery. On (B)(6) 2008, the patient was seen in the clinic. Improved, only mild discomfort down left leg. Only occasional need opioid analgesic. No other nerve medication. No constitutional or bowel or bladder dysfunction. Wound healed. Normal ambulation. Straight-leg raising is negative. X-ray show implants in stable position and alignment well maintained. Healing as expected. Dx healing lumber fusion. On (B)(6) 2008, the patient was seen in the clinic. Has continued low back pain, difficulty walking long periods without discomfort; taking tramadol. No bowel or bladder dysfunction. Wound well healed, lower extremity motor examination intact, sensory examination intact to light touch. Straight leg raising negative bilaterally. X-ray shows stable position of implants, fusion bone not well demonstrated. No other notable changes or acute finding in other areas. Dx continued low back pain. On (B)(6) 2008, the patient was seen in the clinic. Patient has increasing pain in left leg; has had to quit college classes; tx with nsaid´s and muscle relaxants. No constitutional or bowel or bladder dysfunction. Ambulated normally, lower extremity examination shows persistent numbness in left lesser toes. Motor and sensory examinations are normal. Straight leg raising negative bilaterally. X-ray shows solidifying l5-s1 fusion. No evidence of implant instability or other phenomena. Dx renewed radicular pain. Given steroid for rescue medication if needed on (B)(6) 2008, MRI lumbar spine was performed which showed endplate changes and minimal subluxation l5 on s1 since prior study; disc desiccation l5-s1; persistent disc material encroaching on exiting right nerve root l5-s1 (considered similar to prior study). On (B)(6) 2008, the patient was seen in the clinic. Slight improvement, had been taking oral steroids. No change in examination. Recent MRI shows no evidence of nerve root compression. X-rays show no instability or hypermobility. Dx intermittent lumbar radiculitis, left lower extremity. Treatment plan ¿ no specific intervention recommended. Patient noted as pleased with outcome. Further follow-up only as required. On (B)(6) 2009, the patient was seen in the clinic. Patient has progressively worsening right hip and knee pain with numbness and ting ling in right foot for previous four to five weeks. Has had one epidural injection (esi) with more planned. Previous history unchanged. On examination, lower extremity motor exam is intact, positive bilateral straight leg raise. MRI l-spine, on (B)(6) 2009, shows moderate annulus protrusion with right lateralization to the foramen at l5-s1 with moderate foraminal stenosis; mild left foraminal stenosis at l5-s1 die to annulus protrusion, osteophyte and listhesis. Dx lateral stenosis l5-s1 with corresponding radiculitis; continue with trial of esi.